Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with low heart rate. It was observed that the pacing lead exhibited oversensing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.